Event description:
The reporter stated that she did a meter to lab comparison. She reported that she had a reading of 124 mg/dl on her meter, and a 177 mg/dl lab result. She stated that she did not have any symptoms. A control solution test was not possible since the reporter did not have supplies.